Event description:
This procedure was performed in the right internal carotid artery: when physician attempted to deliver the protege rx tapered stent to the lesion in the right internal carotid artery, it caused the sheath to prolapse into the aorta. This was a type ii arch. A case complication occurred in which the emboshield came off of the wire and was stuck in the right internal carotid artery. The physician used a filter to protect embolism into the emboshield and decided to stent with another stent.